Event description:
The surgeon who performed an omni procedure reported that the microcatheter kept springing back in the canal while trying to retract the device after completing the canaloplasty in the first hemisphere. Both index fingers had to be used to retract and hold the micro catheter in place so the device could be removed without inadvertently tearing the trabecular meshwork. A new device was used to complete the canaloplasty and goniotomy procedure in the second hemisphere. There was no patient injury that was reported.